Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer requested the replacement of a half-height drawer with a matrix drawer from one unit to another unit. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half drawer was failed. A field service engineer swapped the half-height drawers 4.1 and 4.2 with the matrix drawer 7. The drawers were configured and assigned accordingly. During the process, a power cable with cuts and exposed wire was identified and replaced. The drawers were tested after installation and confirmed to be functioning and accessible. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
A customer requested the replacement of a half-height drawer from one bd pyxis¿ medstation¿ es with a matrix drawer from another unit. A bd field service engineer was dispatched to perform the swap. During the service visit, the engineer observed that the power cable on the medstation was damaged, showing visible cuts and exposed wiring. The damaged cable was replaced. No adverse events or injuries were reported in connection with this incident.